Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Sus voluntary event report mw5090545 was received reporting the following information: dexcom g6 continuous glucose monitor showed reading of 43; actual glucose was 125. It auto-suspended my tandem t:slim insulin pump multiple times. Calibrated g6. Checked again in 15 mins. Cgm showed glucose was 58; actual glucose was 181. Auto-suspended again. Then dexcom g6 would not accept a calibration at all. This was on day 8 of a 10-day sensor. Insulin pump auto-suspend.